Event description:
It was reported that during the procedure, the liner could not be inserted to the shell to the physician¿s satisfaction. There was no harm or health consequences to the patient. Another liner was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures/returned product identified the liner inner spherical surface gouge and scratches. Locking feature cutouts have deformation damage from attempted implant. No other damage was noted. Dimensional product identifiers for overall width, overall height, and wall thickness were measured and in specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. However, during follow-up it was mentioned screw protrusion was observed by the surgeon. The screws were used. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.